Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient due to a deflated balloon. Water leakage was found from the lumen.

Event description:
It was reported that the catheter fell out of the patient due to a deflated balloon. Water leakage was found from the lumen.

Manufacturer narrative:
Received 1 silicone catheter for evaluation. The reported event was confirmed as manufacturing related. Per the visual inspection, no defects were found along the catheter. Per the functional evaluation, the catheter balloon was inflated with 15cc of air using a syringe and was deflated. The catheter was then inflated with 10cc of a mix of water and blue methylene with a syringe and the water passed to drainage lumen from the notch perforation. Then the catheter balloon was cut and under 10x magnification it was observed that the notch was double perforated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use."